Event description:
Paramedics were using the device for routine monitoring of a non-critical pt. Reportedly the device displayed the pt electrocardiogram as artifact in leads ii and iii. The operator ultimately switched to lead I which displayed appropriately. There were no adverse effects to the pt.